Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when pushing exams from electronic picture archiving and communication systems (pacs) the pacs system gets an error stating "refused connection by remote host" immediately after the attempted transfer. The system never displays "receiving digital intercommunication of medicine (dicom)". The site was previously able to push from pacs without issues. The manufacturer representative (rep) has tried multiple wall ports, ethernet cables, and bypassed the bulkhead connector. The pacs was able to ping the system and the system can ping pacs, the rep confirmed no other systems with the same ip address on the network. The rep had pacs push multiple modalities of exams with no change. Pacs it confirmed that the exams were sent with the format little endian with no compression. The rep checked with the hospital it to ensure that no network configurations were altered. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that the behavior described was the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when pushing exams from electronic picture archiving and communication systems (pacs) the pacs system gets an error stating "refused connection by remote host" immediately after the attempted transfer. The system never displays "receiving digital intercommunication of medicine (dicom)". The site was previously able to push from pacs without issues. The manufacturer representative (rep) has tried multiple wall ports, ethernet cables, and bypassed the bulkhead connector. The pacs was able to ping the system and the system can ping pacs, the rep confirmed no other systems with the same ip address on the network. The rep had pacs push multiple modalities of exams with no change. Pacs it confirmed that the exams were sent with the format little "endian" with no compression. The rep checked with the hospital to ensure that no network configurations were altered. No patient was present at the time of the event.